Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-mar-15. The representative had no idea about the weight of the patient, but stated if they were guessing (B)(6). It was stated that the physician was aware of the information. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was read and the medication had run out on (B)(6) 2017. The alarms were turned off and the pump would not be refilled. The patient was healthy and stable.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 1000 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that an empty pump alarm was occurring and the patient did not miss a refill. The healthcare provider planned for the patient¿s pump to run empty since the patient was being non-compliant. The patient was currently in hospital care, which was also planned out. The patient was not titrated down previously and had been running at 1000 mcg/day. The patient was currently given oral baclofen. The patient had not been titrated down, but would be titrated from here. The representative wanted to know if there was a certain amount of time to expect withdrawal symptoms. The patient had not shown signs of any symptoms yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.